Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient reported that the stoma site drainage began immediately after the placement of the tube. The patient was prescribed keflex but the drainage persisted. It was reported that the physician believed the patient did not have an infection.